Event description:
Device was explanted.

Manufacturer narrative:
Additional/changed and/or corrected data b.5, d.7, g.1, h.6.

Event description:
Additional information from the physician noted the baker grade to be IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿since implant surgery, patient thought it was ¿weird,¿ and patient's physician told the patient that they had capsular contracture ¿on top of right breast,¿ and when ¿tighten a bit¿ right breast, patient feels ¿a weird and bad sensation.¿ baker grade for the capsular contracture is unknown. Device remains implanted.